Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The cause of the high pli was not determined. The field representative reported that the device has been turned off due to hospice care. At this time, the system remains in service and modified electrically. No adverse patient effects were reported.